Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to another point of care (poc) meter: date: (B)(6) 2011; inratio: 4.7. Date: (B)(6) 2011; inratio: 3.7; poc meter: 2.8. Pt's target therapeutic range is 2.5-3.5. Pt skipped her dose on (B)(6) 2011 after getting a 4.7 result on her meter.